Event description:
Technical services received a call on 11/4/2011. Caller stated that this rv lead is being extracted due to it's fractured. The physician is dr. Pederici. No additional. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).